Manufacturer narrative:
Concomitant medical products: 5076-52 lead, 479878 lead . If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that patient developed and infection along with wound dehiscence. The cardiac resynchronization therapy pacemaker (crt-p)and the leads were explanted. No further patient complications have been reported as a result of this event.